Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 31mar2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined adt/pis were not sending messages causing patients to not cross over. A technical support specialist verified ran site down query and confirmed patients were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patients' information was not crossing over to the pyxis system the customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.